Event description:
Since the beginning of xxxxx 2019 we have experienced six texium 60ml syringe breaks in the pharmacy. The break occurs at the point of bonding between the texium tip and syringe. Three syringes were discovered to be broken prior to compounding. Three syringes broke during the compounding of chemotherapy. These have all been reported to bd as a quality control issue. These have all been reported to bd as quality control issue. These breakages are concerning on several levels, the greatest concern being the breach in closed system when this breakage occurs which has the potential to lead to employee exposure to chemotherapeutic agents. Fortunately, for the situations described above other safeguards in place prevent employee exposure. (B)(6).